Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. The product has been received for investigation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint. The reported event of loss of connection was confirmed. The root cause was determined to be a permanent communication error.